Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, when loading a computed tomography (CT) image onto the navigation system from a newtom cgi evo CT scanner, the universal serial bus (usb) device used could not be loaded onto the navigation system. A second navigation system at the site could load the exam without issue. A second usb was burned without resolution. Three cds were burned without resolution. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause. Analysis found archive present in fdr was reviewed and confirmed to only have 5 slices in the data folders for the exams. This correlates to the issues found by (B)(4) when on site. If information is provided in the future, a supplemental report will be issued.